Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload lot no. R40y7v, r4114a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the pulmonary segmentectomy surgery, when severing lung tissue, after fired with ecr45d and ecr45g, noted the staples malformed with irregular shape. Used suture to over-sew. Could not fire on the 3rd firing, used this reload with new gun could perform firing. There was no patient consequence reported. No additional information can be provided.